Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in clinic follow up, review of stored device memory in this pacemaker noted 2 non-sustained ventricular tachycardia episodes and 4 ventricular tachycardia episodes, however, no electrograms (egms) were visible in the logbook for these episodes. Boston scientific technical services (ts) reviewed and discussed that the logbook hadn't been opened up to see past events. Upon review of the episode egms, it was noted that all of the episodes had been stored due to oversensing non-physiologic noise on the right ventricular (rv) channel that was noted to be consistent with minute ventillation chop. No prior or subsequent episodes were observed and all lead diagnostics were noted to be stable and within normal limits. No adverse patient effects were reported. This product remains implanted and in service.